Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Echocardiographic images were provided by the user facility and reviewed. The results stated that the inferior portion of the right atrial disk does not appear to be apposed to the atrial septum and protruding into the right atrium. There does appear to be a left to right shunt under color doppler. The flow is interiorly under the right atrial disk, it is difficult to assess where from the left side the flow originates. The color jet originates at the center of the device of the right atrial side and flows in the right atrium. There does appear in the aortic short axis view to be a small amount of flow under the left atrial disk along the septum primum. The flow appears to be continuous to the right side down along the primum. A bubble study was performed and appears to be negative. The inferior portion of the right atrial disk of the gore helex septal occluder does not appear to be endothelialized to the septum. The left atrial disk does appear very flat and stable. In some tee imaging views portions of the left atrial disk appear not to be attached to the septum. Due to the disks not being fully endothelialized onto the atrial septum a small channel remains causing the communication between the left and right atria.

Event description:
It was reported the physician implanted a gore helex septal occluder on (B)(6) 2010. On (B)(6) 2011, the patient experienced a transient ischemic attack. Echocardiography revealed an atrial septum to be aneurismal and a left to right shunt crossing the inferior portion of the device. Transcranial doppler readings were negative at valsalva but intermittently positive at rest. The patient's symptoms have resolved and she is currently doing well. The patient is scheduled for surgical removal of the device in (B)(6) 2012.